Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported blurry vision following intraocular lens (iol) implantation. Consequently, the lens was removed and replaced with an anterior chamber intraocular lens (atiol) in a secondary procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Based on new information received, the patient experienced refractive surprise - there was hyperopic miss by +1.00, following implantation of the original intraocular lens (iol) in the left eye. The iol exchange was done with a same company lens model but one and half diopter more power. There was no further impact to the patient. According to the surgeon, with the new lens the goal of target refraction of plano sphere will be obtained. There is no reported defect or fault with the iol.